Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant procedure, the valve dislodged. Two days following the implant of the valve, severe paravalvular leak (pvl) was observed. Subsequently, a non-medtronic transcatheter valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant procedure, the valve dislodged. Two days following the implant of the valve, severe paravalvular leak (pvl) was observed. Subsequently, a non-medtronic transcatheter valve was implanted. Additional information was received to report prior to access site closure, upon full deployment and release of the outflow tabs the valve dislodged; however, the dislodge and severe pvl were not identified until one day following the implant procedure. Due to the patient¿s small ascending aorta with ascending aortic apposition, a 23 millimeter (mm) non-medtronic transcatheter valve implant was planned with a 60/40 or 50/50 implant depth to avoid the risk of a coronary artery occlusion. There was nothing noted in terms of the patient anatomy that contributed to the valve dislodgement. Additional information was received that a non-medtronic guidewire was used during the implant procedure, and the deployment starting point was at the bottom of the pigtail. The direction of dislodgment was aortic. Prior to valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc), and approximately 2-3 mm on the left coronary cusp (lcc). After valve dislodgement, the implant depth was-1 mm on the ncc, and approximately 1mm on the lcc.

Manufacturer narrative:
Image review: the available patient executive summary was reviewed and deemed adequate for assessment of relevant anatomic characteristics. The review identified a heavily calcified aortic valve with an annular perimeter of 70.8 mm and a perimeter-derived diameter of 22.5 mm, measurements consistent with consideration of a 26 mm evolut valve. The left ventricular outflow tract measurements were comparable, with a measured perimeter of 70.3 mm. A complete set of fluoroscopic intraprocedural images was available for review of the reported event. Fluoroscopic inspection of the valve loading was performed and demonstrated appropriate loading. A pre-balloon aortic valvuloplasty was completed prior to the attempted valve implantation, model and size of the balloon were not reported. The valve appeared to be deployed to a position just prior to the point of no recapture in the cusp overlap view. An angiogram was not performed to confirm implantation depth in this view; therefore, depth at the non-coronary cusp could not be verified. The valve depth at the left coronary cusp was estimated at approximately 2¿4 mm. The frame appeared under-expanded, and paravalvular leak was observed. According to medtronic best practices, under-expansion should prompt removal of the delivery system, pre-dilatation, and implantation of a new valve using a new delivery system. Despite the observed underexpansion, the valve was released. During valve release, the device was observed to spontaneously migrate to a shallower position. An angiogram was not performed following release; therefore, final valve depth could not be confirmed. Available imaging indicates that a post-implant dilation was performed; however, f inal valve position was not documented or confirmed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. Weight in lbs. B5. A second paragraph was added. H6. Annex e code, annex a code. Corrected data: additional codes. Annex f code was erroneously omitted from the initial 3500a medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant procedure, the valve dislodged. Two days following the implant of the valve, severe paravalvular leak (pvl) was observed. Subsequently, a non-medtronic transcatheter valve was implanted. Additional information was received to report prior to access site closure, upon full deployment and release of the outflow tabs the valve dislodged; however, the dislodge and severe pvl were not identified until one day following the implant procedure. Due to the patient¿s small ascending aorta with ascending aortic apposition, a 23 millimeter (mm) non-medtronic transcatheter valve implant was planned with a 60/40 or 50/50 implant depth to avoid the risk of a coronary artery occlusion. There was nothing noted in terms of the patient anatomy that contributed to the valve dislodgement.